Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, auto-inflation failure prevented the device from being used for on-site testing. Pneumatic test data was abnormal, requiring replacement of the 5000-hour maintenance kit. Test data from the drive valve assembly was abnormal and required replacement. A quote has been provided to the customer, but due to the high cost of repair, the customer is considering not performing the repair at this time. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1. Full event site name: (B)(6) hospital. Full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cs300 intra-aortic balloon pump (iabp) had auto-inflation failure. There was no patient involved.